Event description:
The customer reported that the pump battery was depleting too quickly, although it did not lead to a shutdown. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the battery depletion rate exceeded 35% per 24 hours and decided to replace the pump. The customer will continue to use the current pump as a form of backup therapy and was guided on how to put the pump into storage mode before returning it with a pre-paid label within 10 days.